Manufacturer narrative:
(B)(4). No images were provided for the second stem, as this device was implanted. The first device was returned for further evaluation. Evaluation of the device confirmed the presence of poly bag residue on the device surface. These devices are used for treatment. This issue has been previously investigated and as part of corrective action, a new supplier for the polyethylene bags has been selected and testing completed to ensure thermal reliability and stability of the new bags. Field action z-0845-2016 was initiated on (B)(6) 2016 to remove remaining affected units from the field. This field action contains the related part and lot number. Please also reference MDR #2648920-2016-00134. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It is reported that the plastic inner packaging adhered to several areas on the polished surface of the implant. A second implant was opened and the same situation was discovered. The second device was cleaned and implanted and the first was returned to zimmer for evaluation.